Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on and was unable to restart. The field service engineer (fse) followed troubleshooting protocols as outlined in the relevant knowledge article and, through systematic elimination, identified the auxiliary 2-2 drawer controller as faulty. The fse replaced the defective component, after which the application launched successfully, firmware updates were observed, and the customer verified normal operation by testing the drawer functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was powered off and could not be restarted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.